Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat genuine stress urinary incontinence, cystocele and total vaginal prolapse. It was reported that the patient had the concurrent procedures of a transvaginal hysterectomy, bilateral salpingo-oophorectomy, pubovaginal sling, cystoscopy, and anterior vaginal and paravaginal repair posterior repair performed during mesh implantation. It was reported that following insertion the patient experienced erosion, infection, urinary problems, organ perforation, recurrence, bleeding, and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05850. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urgency, nocturia, burning with urination, cystocele, and dysuria. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2016 by(B)(6) at (B)(6).